Manufacturer narrative:
(B)(4). The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a vaginal vault suspension procedure with cystocele, enterocele, and rectocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced suture exposure of less than 1cm a the vaginal suture line. She was treated with estrace cream and the mesh was trimmed and is currently resolving.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a vaginal vault suspension procedure with cystocele, enterocele, and rectocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced suture exposure of less than 1cm a the vaginal suture line. She was treated with estrace cream and the mesh was trimmed and is currently resolving. Additional information received on april 19, 2017: on (B)(6) 2017, the patient presented with mesh exposure in the vagina. The exposure was less than 1 cm and causes pain. No treatment was given and the event has not yet resolved.

Manufacturer narrative:
Additional information: a1 (below) a5: race, b5, and b7. Block a1: alternative patient ID: (B)(6). Block g3: study name: u8090 uphold lite. Block h6: patient codes (B)(6) capture the reportable events of mesh exposure, surgical intervention, and pain. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite was implanted during a vaginal vault suspension procedure with cystocele, enterocele, and rectocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced suture exposure of less than 1cm a the vaginal suture line. She was treated with estrace cream and the mesh was trimmed and is currently resolving. Additional information received on (B)(6) 2017 on (B)(6) 2017, the patient presented with mesh exposure in the vagina. The exposure was less than 1 cm and causes pain. No treatment was given and the event has not yet resolved. Additional information received on (B)(6) 2018 during vaginal exam on (B)(6) 2016, the patient presented with mesh exposure of less than 1 cm at the vaginal suture line at the anterior wall with provoked pain only. On (B)(6) 2017, the patient underwent a surgical procedure for the excision of exposed mesh. The area of exposure was about the size of a dime with visible fibers beneath the vaginal mucosa expanding out about the size of a quarter. The procedure was completed without complications. The mesh exposure in vagina that was experienced by the patient on (B)(6) 2016 resolved on (B)(6) 2017. Additional information received on (B)(6) 2020 for the event of mesh exposure with onset of (B)(6) 2016, there was a small <2mm single blue strand of exposed mesh on the anterior wall 8cm from introitus anteriorly in midline.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite w/ capio slim was used during a vaginal vault suspension procedure with cystocele, enterocele, and rectocele repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2016, the patient experienced suture exposure of less than 1cm a the vaginal suture line. She was treated with estrace cream and the mesh was trimmed and is currently resolving. Additional information received on april 19, 2017. On (B)(6) 2017, the patient presented with mesh exposure in the vagina. The exposure was less than 1 cm and causes pain. No treatment was given and the event has not yet resolved. Additional information received on september 20, 2018. During vaginal exam on (B)(6) 2016, the patient presented with mesh exposure of less than 1 cm at the vaginal suture line at the anterior wall with provoked pain only. On (B)(6) 2017, the patient underwent a surgical procedure for the excision of exposed mesh. The area of exposure was about the size of a dime with visible fibers beneath the vaginal mucosa expanding out about the size of a quarter. The procedure was completed without complications. The mesh exposure in vagina that was experienced by the patient on (B)(6) 2016 resolved on (B)(6) 2017.